Event description:
It was reported that upon interrogation of the pulse generator an "elective replacement indicator" alert was displayed. After a software download, the device resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.